Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 4+. Xtw (lot: 40611r1070) was chosen for implantation. During grasping attempts when attempting to lower the grippers, one of the grippers would not lower. Troubleshooting was performed but was unsuccessful. The clip was replaced and the procedure was completed without incident. Outside of the patient, the grippers still did not function. The procedure ended with two triclips implanted with tr reduced to grade 2. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
All available information was investigated and the reported single gripper actuation was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported single gripper actuation and observed kinked gripper line. There is no indication of a product issue with respect to manufacture, design, or labeling.